Event description:
Device malfunction: stent actuator freeze resulting in partial deployment. Time of device malfunction: during the procedure. Symptoms/ae: vasospasm. Time of symptoms/ae: during sds removal. It was reported that during a stenting procedure of an internal carotid artery, the xact stent was being deployed at the intended site when the deployment actuator froze and would not turn. A decision was made to remove the partially deployed stent and delivery system (sds) into a shuttle sheath. Reportedly, during removal of the sds the pt experienced a vasospasm that resolved quickly not requiring treatment. A second xact stent was used to complete the procedure. There were no add'l reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.